Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed. The led lights were broken, the device wasn't alarming, the pump was not running, and the lcd was loose. The reservoir was filled with water, a temp check e5581 was attached, the line cord was plugged in, and the power turned on for functional testing. The customer's indicated failure was confirmed as the device was not heating and the pump was not working. The root cause was the faulty pump and damaged pcb. No action was taken due to the demand, condition, and age of the device. It was deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature is not heating beyond 22 degrees. Pump is not circulating the water. The fault occurred while doing preventative maintenance testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.